Event description:
55 ml water was removed (right knee) [injection site joint effusion]. 55 ml water was removed (right knee) [arthrocentesis]. Cannot walk too much [walking difficulty]. Pain in his right knee [injection site joint pain]. Injection did not help him; lack of efficacy with no reported ae [device ineffective]. Case narrative: initial information received on 11-may-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves 57 years old male patient who reported 55 ml water was removed (right knee), cannot walk too much, pain in his right knee and injection did not help him; lack of efficacy with no reported ae (adverse event) while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had his left knee injected previously and that knee was fine. On (B)(6) 2023, the patient started taking hylan g-f 20, sodium hyaluronate injection, liquid (solution) in his right knee (strength: 48 mg/6 ml) at a dose of 6 ml 1x via route intra-articular (lot - crsl037c; expiry date: 30-sep-2025) for osteoarthritis. Patient mentioned on a sanofi reminder call that he had an injection in his right knee and now he had a big problem. The injection did not help him (device ineffective, onset date: 2023, latency: unknown). On an unknown date in 2023, he had pain (injection site joint pain), could not walk too much (gait disturbance) and 55 ml water was removed (aspiration joint, injection site joint effusion) (onset: 2023; latency: few days). Action taken: not applicable for all events. Corrective treatment: 55 ml water was removed for the event of injection site joint effusion and was not reported for rest of the events. Outcome: unknown for the event injection did not help him; lack of efficacy; 55 ml water was removed and not recovered for rest of the events. Reporter causality: not reported for all events. Company causality: reportable for aspiration joint, injection site joint effusion, injection site joint pain, gait disturbance and not reportable for device ineffective. Seriousness criteria: medically significant and intervention required for aspiration joint and injection site joint effusion. A product technical complaint (ptc) was initiated on 11-may-2023 for synvisc one (batch number: crsl037c) with global ptc number: (B)(4). Sample was not available. Ptc stated: adverse event preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii. - (dp (B)(6) 2023) the production and quality control documentation for lot # crsl037c expiration date (2025-09) manufactured on 18oct22 packaged quantity (B)(4) singles were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # crsl037c no CAPA (corrective and preventive action) was required. As of 17may23 there were 5 complaints on file for lot #crsl037 and all were related sublots. 5 complains were on file for lot# crsl037c: (3) adverse event reports, (1) packaging issue /adverse event report and (1) packaging issue. Sanofi would continue to monitor complaints and trending to determine if a CAPA was required. The final investigation for the ptc was completed on 26-may-2023 with summarized conclusion as 'no assessment possible'. Based on the previously received information, company causality was re-assessed for events (aspiration joint, injection site joint effusion, injection site joint pain, gait disturbance)- from not reportable to reportable. Hence the case has been upgraded from not reportable to reportable. Also, EU-ca form was filled. Additional information was received on 26-may-2023 from quality department via other healthcare professional. Suspect strength and ptc results were added. Text amended accordingly.

Event description:
55 ml water was removed (right knee) [injection site joint effusion] 55 ml water was removed (right knee) [arthrocentesis] cannot walk too much [walking difficulty] pain in his right knee [injection site joint pain] injection did not help him; lack of efficacy with no reported ae [device ineffective] case narrative: initial information received on 11-may-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves 57 years old male patient who reported 55 ml water was removed (right knee), cannot walk too much, pain in his right knee and injection did not help him; lack of efficacy with no reported ae (adverse event) while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had his left knee injected previously and that knee was fine. On 08-apr-2023, the patient started taking hylan g-f 20, sodium hyaluronate injection in his right knee at a dose of 6 ml 1x via route intra-articular (lot - crsl037c, strength, expiry date: unknown) for osteoarthritis. Patient mentioned on a sanofi reminder call that he had an injection in his right knee and now he had a big problem. The injection did not help him (device ineffective, onset date: 2023, latency: unknown). On an unknown date in 2023, he had pain (injection site joint pain), could not walk too much (gait disturbance) and 55 ml water was removed (aspiration joint, injection site joint effusion) (onset: 2023; latency: few days) action taken: not applicable for all events. Corrective treatment: 55 ml water was removed for the event of injection site joint effusion and was not reported for rest of the events. Outcome: unknown for the event injection did not help him; lack of efficacy; 55 ml water was removed and not recovered for rest of the events. Reporter causality: not reported for all events. Company causality: reportable for aspiration joint, injection site joint effusion, injection site joint pain, gait disturbance and not reportable for device ineffective. Seriousness criteria: medically significant and intervention required for aspiration joint and injection site joint effusion. A product technical complaint (ptc) was initiated, and the results were pending for the same. Based on the previously received information, company causality was re-assessed for events (aspiration joint, injection site joint effusion, injection site joint pain, gait disturbance)- from not reportable to reportable. Hence the case has been upgraded from not reportable to reportable. Also, EU-ca form was filled.

Event description:
55 ml water was removed [arthrocentesis] . 55 ml water was removed [injection site joint effusion] . Cannot walk too much [walking difficulty] . Pain in his right knee [injection site joint pain] . Injection did not help him; lack of efficacy with no reported ae [device ineffective] . Case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves 57 years old male patient who reported 55 ml water was removed, cannot walk too much, pain in his right knee and injection did not help him; lack of efficacy with no reported ae (adverse event) while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had his left knee injected previously and that knee was fine. On (B)(6) 2023, the patient started taking hylan g-f 20, sodium hyaluronate injection in his right knee at a dose of 6 ml 1x via route intra-articular (lot - crsl037c, strength, expiry date: unknown) for osteoarthritis. In (B)(6) 2023, after few days latency; the patient had pain (injection site joint pain). He could not walk too much (gait disturbance) and 55 ml water was removed (aspiration joint, injection site joint effusion) (onset: 2023; latency: few days approximately). The patient had a big problem, the injection did not help him (device ineffective). Action taken: not applicable for all events. It was not reported if the patient received a corrective treatment for all events. Outcome: unknown for the event injection did not help him; lack of efficacy; 55 ml water was removed and not recovered for rest of the events. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: medically significant and intervention required for aspiration joint and injection site joint effusion. A product technical complaint (ptc) was initiated, and the results were pending for the same.